Event description:
Gore received an email from FDA regarding a voluntary medwatch (mw5167493) received from a reporter in which the following was reported: on an unknown date, patient underwent a procedure, in which gore® excluder® aaa endoprosthesis was implanted. On (B)(6)2025, second occlusion of the left limb was noted. It was later reported the fsa followed up with physician and was able to confirm the patient involved. Patient underwent a fasciotomy, is now in renal failure, and has a chest and abdominal hematoma. The fsa has no further information. Additional information has been requested from the physician. This event will be updated accordingly as new information is received.

Manufacturer narrative:
H6: b22 and c20 ¿ product history review could not be performed as the serial# is not available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated section b4, g3/g4, h6, and h10. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, occlusion of device or native vessel.

Event description:
Further information was requested from the physician, however no information was provided. As no further information was reported by the physician, this event shall be closed with the available information.